Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not power up with pad-pak lot j0009 no status indicator or other prompts. There was no patient involved in this event.

Event description:
Device will not power up with pad-pak lot j0009 no status indicator or other prompts. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the pad-pak lot was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The pad-pak was manufactured as part of a lot of 216 on the (B)(6)2016 , (B)(4) of which were dispatched to hst llc on the (B)(6)2016 . All pad-pak¿s were subject to a battery voltage test on the 8th august 2016, with no recorded fails. Upon investigation, measurements taken on the pad-pak confirmed the batteries to be depleted beyond any use. Ten days after the customer raised the complaint that this pad-pak (lot j0009) would not power on a sam 300p, sn: (B)(4) , the customer reported a fault on the sam 300p of ¿the device switches on automatically¿. The sam 300p was subsequently returned and is investigated under pr#2088873. The investigation confirmed that corrosion on the membrane tail had caused the device to switch on automatically, which had depleted the installed pad-pak from lot j0009, as investigated under this complaint. The pad-pak will be scrapped and replaced.